Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issue identified in the initial report (loose elevator plug port) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The scope¿s elevator inlet was found loose. The scope¿s control body elevator glue was found peeling. The bending section rubber glue was found cracked. The light guide lens was cracked; however, not affecting the image. There were multiple broken elements observed in the ultrasound image. The scope passed the leak test. The scope¿s ID chip displayed 337 uses. The instruction gf-uct180 provides the statement below in an effort to mitigate damage to the scope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocessing, the glue was cracked on the scope¿s channel and the elevator plug port was noted to be loose. There was no patient involvement reported.